Manufacturer narrative:
Insulin pump received rf pic failed self test alarm during self test due to faulty y1 no software error bad pointer, impossible default case, parameter out of range, etc. Alarm noted during test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an rf pic failed self test. The customer¿s blood glucose was 6.6 mmol/l. Customer states they are able to rewind the pump. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.